Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients paddle lead had moved as noted on x-ray. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was not returned to bsn as it was not released per hospital policy.